Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, on (B)(6) 2025, during initial case, the 39 glenosphere was not revised. Just tested and trialed during the case. Never implanted. It was further reported that, potentially wharf of screw or baseplate was seen in patient and patient is lodging an official complaint against surgeon. Patient has psychological negative results (scared) due to seeing wharf on x-rays. No further information was provided.